Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not keep the correct time and the time loss is greater than 3 minutes within 10 days. Customer's blood glucose was 25 mg/dl at the time of incident. Troubleshooting found that the pump reverts back to the year 2007 periodically. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to faulty component on the interface board. . The time clock was monitored for 30 days and no loss in time noted. However, the insulin pump was received with operating currents within spec. Unit passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the reservoir tube window corners, broken reservoir tube lip, missing the reservoir tube o-ring, cracked battery tube threads and minor scratches on the lcd window.